Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient/bypass surgery. Device issue: stent dislodgement. It was reported that the target lesion was the proximal circumflex which had mild tortuosity, no calcification, and was concentric with 90% stenosis. The vision 3.0 x 23 mm was implanted in the first diagonal of the lad during a previous percutaneous coronary intervention (ami case). An intra-vascular ultrasound of the lesion was performed through the vision in the first diagonal of the lad and then pre-dilatation was performed with another company's balloon catheter. When the mini vision 2.5 x 15 mm was crossed to the lesion, the tip caught with the proximal edge of the vision in the first diagonal of the lad and got stuck. The mini vision stent dislodged in the previously placed vision stent while pushing and pulling it in the opposite direction. An attempt was made to retrieve the stent with a snare device. The snare caught the mini vision stent; however, it was unable to be pulled into the guiding catheter because the snare device was bent when it retrieved the stent. The stent and snare device remained in the patient's lad and the patient was transferred to another hospital to have the stent and snare device removed. The stent and the snare device were unable to retrieved by surgery. The proximal part of the wire of the snare device was cut and remained along with the stent in the lad. The patient underwent bypass surgery. No additional event or patient information is available.

Manufacturer narrative:
.